Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a pacing failure was noted on the leadless implantable pulse generator (ipg). It was noted by the physician that the issue is not attributable to the product. The device was attempted not used and replaced. No patient complications have been reported as a result of this event.